Event description:
User facility medwatch report# (B)(4) was received and states " during perclose proglide deployment, delivery tool was stuck in right femoral vein. The surgeon attempted to remove the tool unsuccessfully. Cath lab interventionalist fellow, k, and cath lab interventionalist, were called to assist. The proglide tool was disassembled. The surgeon was able to free the device and manual pressure was held to right groin. Vascular surgeon, a, was contacted and arrived. He suggested to have cta (computed tomographic angiography) and sono of right groin to evaluate for possible foreign body, as it was discussed that a piece of the "foot plate" from the proglide tool may have broken off during removal. Pt (patient) groin site was without hematoma or oozing and was covered with gauze and tegaderm. Pt vitals were stable throughout and he was extubated and taken to pacu (post-anesthesia care unit) in stable condition. Pt was admitted for observation and tests mentioned above. It should be noted that the left groin site was stable after manual pressure, covered with gauze and tegaderm. No proglide was used on the left. (All pieces of proglide were saved post procedure.)" Follow-up information was received: it was reported that a venous closure of the right common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an ablation interventional procedure. The suture of one proglide device was successfully pre-placed. The sheath was upsized to a 12f sheath. It could not be confirmed if the prostyle ¿foot plate¿ broke off and remained in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: medwatch report #mw (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to foot separation include, but are not limited to a device manipulation during removal with the foot deployed in the anatomy caused the footplate to separate and led to subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.